Event description:
A (B)(6) man with pmh of htn, copd and ckd was emergently admitted and taken to the operating room with incarcerated inguinal hernia. He developed intraoperative abdominal compartment syndrome, requiring decompression laparotomy. The incision was left open and pt was transferred to the ICU. He developed pneumonia and sepsis, requiring high dose levophed. Abdominal washout was done in the operating room pod 2, but by pod 4 he was too unstable to transfer, requiring 25mcgm of levophed, so abdominal washout and implantation of xenmatrix surgical graft was done at the bedside. The davol product was chosen because the surgeons felt it would be easier to implant. Wound vac was applied. Eleven days after implantation there was mechanical breakdown, fracture of the graft, requiring transfer to the operating room. By this time the pt was much stabler and off levophed, or removal of the graft and replacement with a strattice graft.